Event description:
Customer's father reported hospitalization due to seizure, caused by an accidental bolus. Customer did not lock the insulin pump and a bolus was given. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.